Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the peripheral drill threads broke off in the driver handle/reamer. It did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received: "instrument was reported for unknown reason. It did not happen in surgery" and "1. The peripheral drill threads broke off in the driver handle/reamer". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the anchor peg peripheral bit broken at its threaded end. Broken fragment was not returned for evaluation. Additionally, rounding of the cutting edges and signs of heavy usage were observed on the device surface. The observed condition of the device can be consistent with a random component failure that may have been caused by exposure to unintended forces, such as engaging the threaded connection in an misaligned position, leading to a cross threaded condition and subsequently to breakage. However, taking in consideration the aspect and age of the device (around 15 years), potential cause can be traced to an end of life problem, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage and as mating device was not returned for evaluation. The overall complaint was confirmed as the observed condition of the anchor peg peripheral bit would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected:h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 ( lot, expiration date ), d9, h4. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.